Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). The product analysis of the mainframe indicates that it could not be verified. The unit came in with a cracked speaker grill. For patient interface the product analysis indicates that the unit came in with a channel 2 electrode failure. The pcba was defective. Missing clip, torn fuse decals and broken stand offs. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device system was intermittently not stimulating during operation. There was no patient impact.